Event description:
Consumer called stating that while using her (B)(4) rollator the wheels allegedly did not lock causing her to almost fall. The consumer has been utilizing this rollator for approximately 7 years. She will be obtaining a new rx from her physician for a new rollator. No injury alleged.